Manufacturer narrative:
Date rec'd by MFR: 15may2019. Information was received that a credit for the navigation ring was issue to the customer. No additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the navigation ring failed upon installation. There was no patient involvement. Event date not specified; estimate used.